Manufacturer narrative:
Based on the available information there is no evidence to suggest that the device caused or contributed to the reported event.  In addition, with review of the available information there is no indication of any device malfunctions or performance issues. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed to the reported event include the patient's diuretic therapy and history of dilated cardiomyopathy and chronic renal disease.  There are patient, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are directed to confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. Flow estimation should be used as a trending tool only, as it cannot adapt to changing fluid conditions. All alarms should be reported. Low flow alarms with clinical evidence of inadequate flow rate/hypoperfusion has the potential to cause death or serious injury. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4). Device remains implanted

Event description:
It was reported by the clinical database that this patient was admitted to the hospital with complaints of low flow alarms. The patient is reported to have been treated with an adjustment of his medications and was discharged home the next day on (B)(6) 2016. The patient's hvad remains implanted.